Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
(B)(4). Reason for original complaint - patient was revised to address pain. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (left side). Update (B)(4) 2013- litigation papers received. It is alleged that the patient suffers from discomfort, grinding/squeaking, limited mobility, and metal debris. There is no new additional information that would affect the investigation. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, metal reaction, corrosion.records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.